Manufacturer narrative:
The wearables questionnaire was reviewed for potential causes of the reported issue. Based on this review, the wearable was placed directly on the skin which is non-complaint to the IFU. Per curonix pns wearable quick reference card, 06-02923, "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin." The cause of the reported issue to due to non-compliance to the IFU as the wearable was placed directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported their wearable was causing an allergic reaction to their skin which resulted in skin dermatitis and small blister like pustules around the area of the wearable. An antibiotic ointment was prescribed and the area was covered with gauze. The patient was instructed to refrain from wearing the device for a few days and will wear a barrier between the wearable and their skin. The patient noticed the formation of new blisters on (B)(6) 2025 and was seen by their dermatologist on (B)(6) 2025. The patient's blisters have started to heal, cultures of the area were obtained, and antibiotics were prescribed. The results of the cultures are not available at this time and further information is not available.